Event description:
It was reported that during stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The 90% stenosed lesion being treated was located in the mildly calcified, mildly tortuous distal ramus. The target lesion was predilated with a 2.0 x 20mm non-bsc balloon catheter. The physician advanced a 12mm x 2.50mm ion stent delivery system (sds) to the target lesion, however the sds was unable to cross. It was noted that the distal stent struts were frayed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).